Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the patient underwent a primary left l5-s1 spinal root decompression. On the day of surgery, the patient presented with prolonged post op back pain. The investigator noted the event as mild in intensity. Patient undergoing physical therapy. The outcome of the event is continuing with treatment. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as post op pain 4 weeks out.